Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Devices were not returned for evaluation. It is unknown if the patient anatomy met the criteria for indications for use. Aneurysm enlargement is a known risk of the procedure. No conclusion can be drawn.

Event description:
Patient received an implant on (B)(6) 2009 of a bifurcated device and three 34 mm aortic extensions (reference manufacturer report numbers 2031527-2011-00077, 2031527-2011-00078, and 2031527-2011-00079). The patient was not followed up and subsequently presented with back pain after falling. A computed tomography scan revealed no signs of endoleak; however aneurysm sac had grown from 6.1 cm, at time of implant, to 6.8 cm. On (B)(6) 2011, all devices were explanted. During the explant procedure the physician noted no endoleak. The patient is reported to have tolerated the procedure well and has since been released from the hospital.